Manufacturer narrative:
Occupation: manager. Complete event site name: swedish medical center cherry hill campus. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3: device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer was unsure if an alarm had been generated. Upon starting their shift, the rn noticed the fiber optic cable was unplugged but did not know any details. The iab was removed. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. Upon starting their shift, the rn noticed the fiber optic cable was unplugged but did not know any details. It was noted that the cs300 intra-aortic balloon pump (iabp) had generated a gas leak alarm. They were able to resolve the alarm, but then experienced intermittent fiber optic issues with inaccurate numbers. The iab was removed after approximately five days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Medical device ¿ problem code. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. Two kinks were observed on the catheter tubing and inner lumen approximately 40.9cm and 76.5cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was observed on the catheter tubing approximately 73.9cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported leak alarm. The leak found has no relation to the function of the sensor. We were unable to confirm the sensor failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).